Event description:
It was reported that the patient fell and dislocated bipolar hip. Put the hip back in and reduced, took off cables and grip plate.

Manufacturer narrative:
The catalog number and lot code were not provided. The devices were reported as unknown cables. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Hospital retained devices.